Event description:
On event date, end-user called minimed, USA and stated that the tubing on 2 infusion sets have come apart about 3" away from the luer lock. On november 2001 maersk medical received the complaint and 2 used tubings.